Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon review it noted that the pacemaker was in backup vvi mode. The download was unsuccessful due to media read error. There was no patient consequence reported.

Event description:
New information noted that the pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.